Event description:
An article entitled "adverse effects and surgical complications in pediatric patients undergoing vagal nerve stimulation for drug-resistant epilepsy" was provided and reviewed for potential adverse events and product malfunctions. The article indicated that one patient experienced a thoracic duct lesion during vns implant surgery. The patient's lesion required surgical closure of the duct to resolve the issue. Attempts to obtain additional relevant information and to determine the applicable patients and products have been unsuccessful to date. The article also mentioned three patients passing away which is captured in MFR. Report # 1644487-2017-03356 as well as 4 events of lead fractures caused by falling or direct hits captured in MFR. Report # 1644487-2017-03357.

Event description:
Through follow-up with the physician who published the article, additional information was provided for the related lesions and scarring. Per the physician, the events were not related to vns, but were just known complications potentially related to any surgery. No further relevant information has been provided to date.